Event description:
Information was received, from a patient. Regarding an external device. It was reported, that it would not charge and the battery lights were scrolling back and forth. The patient checked the dock and the cable. And patient confirmed, there was a secure connection. They had already done resets with the manufacturing representative. The issue was not resolved through troubleshooting. A replacement was sent.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.